Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip clip delivery system (cds) was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip clip delivery system (cds) referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because the gripper line was difficult to remove and subsequently separated, which has the potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and challenging patient anatomy due to a small left atrium. Clip delivery system (cds) (B)(4) was advanced and the clip was placed without issue; however, resistance was met during removal of the gripper line. Troubleshooting steps were performed; however, the gripper line could not be removed and subsequently separated. The cds including the clip and separated gripper line were removed without intervention. Cds (B)(4) was advanced and the clip was deployed without issue; however, a residual mr jet was noted and the posterior leaflet was noted to be torn. No additional treatment was performed, and the procedure was completed with mr grade of 3, no adverse patient sequela, and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported inability to remove the gripper line and subsequent gripper line break were confirmed. The gripper line break was likely a result of the reported inability to remove the gripper line; however, a definitive cause for the reported inability to remove gripper line could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.